Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with over-sensed noise on the right ventricular lead. No resolution was reported and the patient was stable.

Event description:
New information received on (B)(4) 2019, indicates that the patient presented on (B)(6) 2019 for a replacement procedure. The lead was capped and replaced. The patient was stable before, during, and after the surgery.